Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis. Bg value was not provided. Subsequently, the customer was hospitalized. The customer alleged that the pump was not delivering insulin properly. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.